Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance performing an infusion set change with an inset 23-inch site and successfully reconnected to resume insulin delivery, while using a g7 sensor, with a reported blood glucose of 220 mg/dl and no alerts or alarms. Symptoms included hyperglycemia. Outcomes included no reported injury and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device malfunction and that the device resumed insulin delivery after guidance, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.